Event description:
(B)(4). Well from day of it being put in extremely painful. Heavy bleeding. A process that was to take 10 min took 45 on one side alone. Bled for 6 months until doctor said that she would do "ablision". Which helped but was in a lot of pain that was constant. Numberous ultrasounds dermatologist contact dermatitis. It has horrible. Now 3 years later I am having hysterectomy on the 18 of this month.